Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, material number, or valid lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ syringe leaked during use. The following information was provided by the initial reporter: "on (B)(6) 2020, when the nurse was using the syringe, it was found that there was a leak during the withdrawal, and immediately replaced with a new syringe to do the medicine, which did not cause harm to the patient".

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ syringe leaked during use. The following information was provided by the initial reporter: "on (B)(6) 2020, when the nurse was using the syringe, it was found that there was a leak during the withdrawal, and immediately replaced with a new syringe to do the medicine, which did not cause harm to the patient".